Manufacturer narrative:
Cine image review: the rca is tortuous and calcification can be seen in the vessel. Previously deployed stents can be seen in the proximal rca. The gui dewire was successfully placed across the lesion. Another wire was then placed into the rca. A balloon catheter is also in the proximal pda. The mid rca was pre-dilated with a balloon catheter. A resolute integrity stent was then advanced into the rca and it was successfully deployed. The images do not appear to capture the dislodgement of the non-medtronic stent. The returned images then captures the attempted removal of the non-medtronic catheter. A snare system was then used to remove the stents from the vessel. The proximal rca was then dilated a number of times. A guideliner was then inserted into the rca and a number of resolute integrity stents were deployed in the vessel. The procedure achieved a good result. (B)(4).

Event description:
A resolute integrity stent was deployed with no issues noted at a little calcified, severely tortuous lesion in the rca. Lesion was pre-dilated prior to deployment of the resolute integrity device and the resolute integrity device passed through a previously deployed stent. Subsequent to deployment, a non-medtronic stent was attempted to be delivered through the newly deployed resolute integrity stent to the distal part of the vessel however this was unsuccessful. The non medtronic stent had been inspected prior to use with no issues noted. Resistance was noted while advancing the non mdt device to the lesion. An attempt was made to remove the non-medtronic stent but it partially dislodged from its balloon. It was reported that the physician then attempted to remove the wire, guide and stent as one piece and in doing so the non-medtronic stent became completely dislodged and was partially hanging out of the ostial rca into the aorta. The physician snared the non-medtronic stent successfully but as the stent was hooked onto the resolute integrity stent this caused the resolute integrity to come out as well. This caused the stent to become completely unwound with the majority of the welds being broken. It was reported that the physician stented the whole rca with additional resolute integrity stents with no issues noted. No patient injury was reported.